Event description:
Reportedly, per pt's sister the ventilator stopped working or something was wrong with it. She requested distributor to check out the ventilator. The pt's youngest daughter described that her mother's ventilator had just quit blowing and that she had cyanotic symptoms. The caregiver tried to put her on the back up ventilator. However, the pt was so anxious that the caregiver chose to bag her until ambulance transport arrived. Distributor replaced the ventilator with a new one.